Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the malfunction. All system functions verified. The system had been tested, found to be operating as intended, and released to the customer for use. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9600 fluoroscopy system displayed an unknown error message.